Event description:
During intramedullary rod insertion to left tibia the flexible reamer tip and shaft broke off in the pt's tibial shaft. The broken pieces were retrieved and confirmed by fluoroscopy.